Event description:
The procedure was cancelled. It was reported that during a procedure, a opal hdx was selected for use. The system was producing excessive noise on both the opal system and the recording system during rf delivery when connected to an intellagen generator. The noise was only observed on the ECG signal during rf delivery. No noise was reported outside rf application. Two grounding patches were utilized during the procedure. There were no error codes or alarms reported on the opal system or the intellagen generator. Epps recommended evaluation of all system connections and grounding patches as part of troubleshooting. The physician decided, partially based on the issue with noise on the ECG leads while ablating to end the procedure early without knowing if it was successful. No further information was provided.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.